Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that she had been hospitalized twice due to high blood glucose levels. Blood glucose level at the time of the incident was 542 mg/dl. Blood glucose level at the time of the call was 160 mg/dl. During troubleshooting, the insulin pump did not show any signs of malfunction, but the customer requested that it be replaced. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.